Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an exhalation module alert code. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se reseated the exhalation flow sensor (evq) and replaced the exhalation valve assembly. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
An exhalation valve module (evm) was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.